Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they started not feeling well on friday (return of symptoms, patient stated they started having pain). The patient said their symptoms got worse and that last night was rough and the pain was at a level of urgency. Patient said the reason for the return of symptoms was because they forgot to charge their implant so the implant battery was depleted and therapy was off. Patient said they charged up implant for about half an hour last night but couldn't get the communicator to connect with implant last night or today because they would get a "no device response" message. Patient said they were 90 lbs so they could easily feel where their implant was at. During call patient services (ps) walked patient through starting implant charge session, recharger app showed the red implant battery and eventually the implant charged to 10%. Ps reviewed that when implant battery is depleted at times the patient will need to do preliminary charging session until they see the battery percentage on the screen. Patient said they had seen "a red battery charging message" and 100% last night when charging their implant but said they weren't sure how the implant battery was only at 10% now. Ps advised patient to continue charging implant and then once implant was sufficiently charged the patient would be able to connect with communicator and turn therapy back on. Patient mentioned that they have a healthcare provider (hcp) appointment next week with managing hcp. Patient will call ps back once they have their managing hcp info to update their record.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.